Event description:
It was reported after utilizing the catheter for approximately 2 hours, fluid was coming out of the end of the catheter's handle. The case concluded shortly after this was noted with no consequences to the patient.

Manufacturer narrative:
Investigation confirmed a leak in the handle of the catheter caused by the lumen breaking at the edge of the catheter handle in the protecting tube. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. A quality improvement project was initiated to address this issue.